Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm power error detected. Customer's blood glucose was 7.2mmol/l. The customer was advised to remove battery and leave pump for 10 minutes. The customer was advised the error state and then to placed in a new battery. The customer will complete this process.